Event description:
It was reported that a generator was at normal end of service, and the pt had generator revision surgery. The prod was returned to the MFR for analysis. Prod analysis revealed that a component was out of specification on the generator that may have contributed to premature end of svc. The component out of specification was r35, a selectable value resistor.